Event description:
Affiliate reported that the surgeon placed the needle through the tissue of the uterus and then released it from the grasp of the needle holder. He discovered that the tissue was too thick and the needle could not be paseed as intended. The surgeon therefore attempted to pull back on the suture strand, which resulted in the separation of the needle from the suture and subsequent retained foreign body. The procedure was converted from laproscopic to an open procedure to retrieve the retained needle.